Manufacturer narrative:
Updated fields: d9, h2, h3, h4, h6, h8, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a b30 communication error. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the plug unit was damaged. Olympus will continue to monitor field performance for this device.

Event description:
No change to customer event.

Event description:
It was reported that the gastrointestinal videoscope had no image and connect error on the tower. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.